Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device and non-boston scientific lead exhibited intermittent spikes of high, out of range pacing lead impedance ( from 1,400 ohms to 3,000 ohms) over the past year. Thresholds have been 1.4v to 2.3v. Isometric/provocative maneuvers could not replicate the out of range pacing lead impedance. No noise was observed. A technical service consultant reviewed the available device data, and believes there could be a connection issues between the device and the lead. Previous x-ray showed no obvious concerns. The device remains implanted. No adverse patient effects were reported.